Event description:
It was reported that patient underwent a previously reported revision surgery on (B)(6) 2015. Revision procedure and washout were performed on (B)(6) 2015 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.